Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code a040601 captures the reportable event of stent buckled material.

Event description:
It was reported that a percuflex ureteral stent was used during a partial cystectomy and bilateral ureteral stenting procedure, and, during the procedure, the catheter wall was twisted and wrinkled. The device was withdrawn from the patient and another of the same device was used to complete the procedure. There were no patient complications reported.